Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly; the customer had not used the insulin pump for over a year and a half. The patient's blood glucose at the time of incident is unknown; however, she was unable to get her blood glucose below 200 mg/dl for the entirety of (B)(6). Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts and spring did not have any damage, corrosion, or missing components. However, the inside of the battery cap had a light brown corrosion on it. The customer was advised to revert to a medically prescribed back-up plan. No products were returned and a replacement battery cap was shipped to the customer.